Event description:
During preparation for a pediatric supraventricular tachycardia procedure, with the patient on the table, the stimulator did not function as intended (data could not be sent forward) and the case was cancelled. The system was shutdown and restarted, the fiber optic cables were replaced, the connections were checked and the media converters were turned off and on which did not resolve the issue and the case was cancelled with no consequences to the patient. The procedure has been rescheduled. Another ep-4 unit was obtained from another lab which resolved the issue.

Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received for investigation. Testing revealed the stimulator failed to successfully execute the post (power on self-test) and communicate with the ep-4 touchscreen pc, which confirms the reported issue. Additional testing isolated the single board computer as the root cause of the communication issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported communication issue was isolated to abnormal functionality of the microprocessor.